Event description:
It was reported that there was use of bmp-2 in an l4-l5 spinal surgery, with a transforaminal lumbar interbody fusion (tlif) posterolateral approach on unknown surgery date(s). The patient underwent 5 different surgeries, 2 of which involved implant migration and subsequent removal. The patient has experienced complications including csf fistula, general edema, and pleural and abdominal fluid collection, spondylodiscitis, and currently, epidural spinal fibrosis, residual active inflammation, irreversible nerve damage, urinary retention, acute pain treated with morphine. No additional information has been provided. History: injury: intervention required: outcome: update from sales rep on (B)(4) 2013 (translation tool used): thanks for your interest. Date (B)(6) 2009 - the first intervention took place in [location]. Diagnosis of lumbar disc disease and instability. Procedure: laminectomy and instrumented posterolateral arthrodesis l4-l5 . At eight months, I started having severe pain, went for consultation and he told me everything was fine, according to MRI. As I was in pain, I sought a second opinion , [doctor's name and hospital], his diagnosis was loosening one of the screws, and prescribed a revision with rhbmp2, dated (B)(6) 2010 . Diagnosis: pseudoarthrosis instrumentation l4 -l5 . Procedure : hardware removal, tlif l4-l5 with rhbmp2, capstone, legacy, inductos 12 mg kit. On (B)(6) 2010, I started to have severe pain, according to MRI, the implants were loose. Diagnosis: spinal stenosis, mobilization interbody spinal fusion implant 360. Intervention, impaction of cages and pedicle screws. On (B)(6) 2010 new significant abdominal pain, tac vesicular dilatation without load is made and shown and abdominal free fluid and day 2 bilateral pleural effusion appeared. At 2 months, the sharp pains returned, according to MRI the implants were loose again. Fourth surgery (B)(6) 2010. Diagnosis : mobilizing l4-l5 interbody implant . Procedure: removing the capstone. On (B)(6) /2010, I presented with cerebrospinal fluid fistula. Fifth operation: diagnosis other mechanical complication of internal device, implant and graft, lumbar csf fistula . Procedure: arthrotomy for removal of product. Other sites specified location: durepair closure and tissucol . On the (B)(6) 2010, I presented with l4 -l5 spondylodiscitis, one month intervenous antibiotic treatment. On (B)(6) 2011, I was admitted to the hospital due to worsening of l4 -l5 discitis. Antibiotics for eight months. Serious complications and sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported in an online article that the patient reported that rhbmp-2 has caused "serious sequelae and almost total disability". The patient was originally diagnosed with "disc disease and lumbar instability" in 2009. The patient was operated on in 2010, using rhbmp-2/acs for spinal fusion. The article states that the patient had five operations and multiple hospital admissions and reported "progression was getting worse, even with treatment needed morphine to alleviate the terrible pain". Patient is reportedly in "total medical neglect."